Manufacturer narrative:
This report is being re-submitted at the request of FDA>. The product in question was not returned nor additional questions answered. At this time, the cause of this incident cannot be determined. There have been no other similar incidents. Ra: biocompatibility related issues are identified in the risk analysis. Refer to biocompatibility reports for specific test data.

Event description:
Patient claims skin irritation leading to vitiglio.